Manufacturer narrative:
This combined initial and final is a follow up for medwatch (B)(4). Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering confirmed that the cord loop was cut and was returned in a partially actuated state. The tissue bag was not cinched and was detached from the device and cord loop. Based on the condition of the returned unit, it is likely that the reported event was caused by contact with sharp instruments resulting in the cord loop being cut. Per the instructions for use (IFU) , it is stated that: "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Event description:
Procedure performed: laparoscopic cholecystectomy. As the doctor introduced the device through the trocar they observed that the string was no longer attached. They removed the bag without difficulty and introduced a new device through the trocar and completed the procedure without incident. Type of intervention: na. Patient status: no injury. Additional information received via email from the dm, (B)(6), on 16jun2017. "The string was not attached to the bag." Medwatch (B)(4) event desc: the bag did not deploy, the string was detached from the device. It was removed from the patient and replaced with another. What was the original procedure? Laparoscopic cholecystectomy/ device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).